Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was not firing properly due to malformed clips. This happened on the on the 5th or 6th firing; the clips were pear shaped. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.